Event description:
A customer reported an issue with cartridge alarm 20 during the load process and insulin delivery, which prevented loading a new cartridge due to recurring alarms. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support confirmed the occurrence of repeated cartridge alarms, instructed the customer to use multiple daily injections (mdi) as backup, and sent a replacement pump with updated software. The customer was also advised on steps to receive and return the problematic pump, which they understood and acknowledged.